Manufacturer narrative:
Age at time of event - 18 years or older. Initial reporter facility name - (B)(6) hospital. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the distal edge of the stent was lifted. The procedure was completed with a 2.5mm synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts bunched in a distal direction. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the distal edge of the stent was lifted. The procedure was completed with a 2.5mm synergy drug-eluting stent. No patient complications were reported.